Manufacturer narrative:
There is no device available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that stryker (B)(4) had sent an incomplete kit to the customer. The incomplete implant was sent to the customer to complete the surgery. Therefore the surgery was delayed by 3 hours. This concerned a knee operation. The patients' knee was opened and under anesthesia during the 3 hour delay in surgery.

Manufacturer narrative:
An event regarding a missing component from an implant kit involving a mrh axle was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as this event relates to missing component. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusion: the investigation concluded that there was no manufacturing issue with the mrh axle. As the supply of implant kits to the hospital is not the responsible of stryker limerick, the reported event was further reviewed by the stryker customer logistics manager bnl and it was found that the error occurred at stryker bnl. An nc ref (B)(4) was initiated at stryker bnl to investigate the non conformance further. No further investigation for this event is required at stryker limerick at this time.

Event description:
The customer reported that stryker belgium had sent an incomplete kit to the customer. The incomplete implant was sent to the customer to complete the surgery. Therefore the surgery was delayed by 3 hours. This concerned a knee operation.the patients' knee was opened and under anesthesia during the 3 hour delay in surgery.